Event description:
It was report that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device was vibrating but would not work. The light was on but just blinking. Another like device was used. It was unknown how the procedure was completed. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of four medwatches being submitted as four devices were involved in this event. See also medwatch 2210968-2013-01310, medwatch 2210968-2013-01312 and medwatch 2210968-2013-01314. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device operated as intended during the evaluation.